Event description:
It was reported that the patient had acute onset arrhythmia without prodrome. The etiology of the implantable cardioverter defibrillator (ICD) discharge was unclear. No pump alarms were noted. One pulsatility index event was noted but speed did not drop. No hypovolemia was noted. There was low suspicion for acute coronary syndrome, troponin was flat, no constrictive pericarditis or history of angina. Echocardiogram did not reveal obvious etiology of ventricular tachycardia. The patient's blood magnesium was slightly low at 1.6 which might have made him susceptible. Other possibility included scarring in the left ventricle related to non-ischemic cardiomyopathy and pump. The plan of care for the patient was to increase amiodarone to 400 milligrams daily. The arrhythmia did not result in clinical compromise. The ICD converted the patient to a paced rhythm. The patient had a history ventricular tachycardia prior to implant. The ICD was implanted prior to ventricular assist device (vad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and low magnesium could not be conclusively established through this evaluation. Additionally, a specific cause for the reported scarring in the left ventricle related to nonischemic cardiomyopathy and the ventricular assist device (vad) could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system support, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists potential adverse events such as cardiac arrhythmia that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (hm3 lvas IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a implantable cardioverter defibrillator shock at 34 joules for ventricular fibrillation/ventricular tachycardia at 250 beats per minute on (B)(6) 2021. The hospital was alerted of the event via a remote implantable cardioverter defibrillator transmission. The patient was admitted to the hospital. The cardiac arrhythmia resolved without sequelae on (B)(6) 2021.